Manufacturer narrative:
Follow-up #1: date of submission 6/8/2017 device evaluation: the device has been returned and evaluated by product analysis on 05/19/2017 with the following findings:. Black box shows evidence of unexplained power on reset events on (B)(6) 2017. Evidence of moisture behind display lens. Pump powers with returned battery cap. Battery cap is able to fully tighten. Battery cap measures within specifications,. Battery compartment intact. No evidence of contamination inside battery compartment. "Audio bolus" button cover is torn. Bolus button is responsive. During investigation a cs 078 motor rewind error was received during each "rewind" attempt.. Leak test shows leak at display lens and tear in bolus button cover. Removed pump case. Evidence of moisture contamination throughout inside of pump including motor flex cable and connector and power pcb..6. A "intermittent power" event was not duplicated during investigation. Checklist step 13 (load/step) and step 22 (24 hr. Basal program) fail due to internal moisture contamination. (B)(4).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.